Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture and high, undefined impedance. It was also reported that during subsequent intervention,  there was a noted difficulty with the pin in the header of the implantable pulse generator (ipg). The rv lead was capped and replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.